Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set with pre-attached holder experienced tube push off of the non-patient end needle. The event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "tubes autoeject from holder. The tubes does not adhere to holder and auto ejects if not pushed really hard to the bottom or hold back, and this makes the phlebotomy difficult due loosening to the tourniquets etc. This has not been an issue before with other lots."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-26. H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® push button blood collection set with pre-attached holder experienced tube push off of the non-patient end needle. The event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "tubes autoeject from holder. The tubes does not adhere to holder and auto ejects if not pushed really hard to the bottom or hold back, and this makes the phlebotomy difficult due loosening to the tourniquets etc. This has not been an issue before with other lots."